Manufacturer narrative:
The device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery. This report is submitted on 10 mar 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached.

Manufacturer narrative:
This report is submitted on november 19, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.